Event description:
It was reported that the patient experienced phrenic nerve stimulation from a dislodged lead. Loss of capture was also noted. The dislodged lead was a result of the device being twiddled by the patient. The lead was explanted and replaced. The device remained implanted. The patient condition was stable.

Manufacturer narrative:
Correction for h6 coding.